Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inflating balloon on foley catheter, would not hold the fluid. It came back out of the same port.

Event description:
It was reported that after inflating balloon on foley catheter, would not hold the fluid. It came back out of the same port. Per additional information received via email attachments on 22july2025, it was reported that they do not have patient identifiers and troubleshooting was performed and replaced with different foley kit with no issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.